Event description:
The customer observed a falsely elevated alinity I prolactin result for a 15-year-old female patient. The following data was provided (customer provided reference range: 108.78 to 557.13 miu/l): (B)(6) 2024 initial result = 2441.74 miu/l. (B)(6) 2024 initial result = 1595.76 miu/l. The patient had testing repeated at another hospital with an unknown method: (B)(6) 2024.result = 25.91 ng/ml (reference range: 4.79 ng/ml to 29.9 ng/ml). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house testing. Return testing was not completed as returns were not available. A search for similar complaints did not identify an increase in complaint activity for lot 57006ud01. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any nonconformances or deviations associated with lot number 57006ud01 and complaint issue. In-house accuracy testing was completed with complaint lot number 57006ud01. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the alinity I prolactin reagent for lot 57006ud01 was identified.

Event description:
The customer observed a falsely elevated alinity I prolactin result for a 15 year old female patient. The following data was provided (customer provided reference range: 108.78 to 557.13 miu/l): (B)(6) 2024 initial result = 2441.74 miu/l. (B)(6) 2024 initial result = 1595.76 miu/l. The patient had testing repeated at another hospital with an unknown method: (B)(6) 2024 result = 25.91 ng/ml (reference range: 4.79 ng/ml to 29.9 ng/ml). No impact to patient management was reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.